Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review in the us. The hub of a 45mm needle set, 9079p-EU-005, ez-io 45mm needle + stabilizer bx/5 (EU), with a stub piece of the damaged cannula, was received for investigation. The cannula hub was visually inspected for any signs of abuse/misuse/damage upon receipt. The outside barrel of the cannula hub displays deep grooves in the plastic indicating something in the order of pliers was used to "twist" the cannula out of the patient bone. Also, only a "stub" portion of the cannula is still in the hub. The stub end of the cannula has twisted, jagged metal which indicates the cannula twisted off from the cannula. The customer provided an animated picture of the condition, but the clarity prohibits the picture from being of any use in establishing a root cause. A section of the IFU will be referenced as part of this investigation report. The IFU states, "attach luer-lock syringe to hub of catheter. Withdraw the catheter by applying traction while rotating the syringe and catheter clockwise. Maintain axial alignment during removal. Do not rock or bend the catheter. The attached certificate of compliance certifies that the aforementioned lot meets the lake region medical quality system requirements and specifications. This product has been manufactured and controlled by lake region medical in accordance with the FDA qsr and iso 13485:2003. The complaint cannot be confirmed as reported. The damaged cannula is obvious, but the manner in which it was damaged cannot be determined. No corrective/preventative actions will be assigned. The complaint cannot be confirmed as reported. The complaint description states, "the tube broke at insertion". However, the orientation of the twisted metal cannula, and considering the heavy groove marks on the cannula hub, it appears as though the event was at removal, not insertion. The groove marks on the cannula hub indicate something in the order of pliers was used to try and twist the cannula out of the patient and the cannula twisted off. Some kind of event took place, but the cannula breaking at insertion cannot be confirmed.

Event description:
The needle broke off in the patient. It was removed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The needle broke off in the patient. It was removed.